Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 425cc saline catalog #3501670 lot #195796. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 425cc saline breast prostheses. Right breast prosthesis deflation was determined. As a result, the patient underwent removal on (B)(6) 2017.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered four rents. All rents were measured approximately 0.2 cm and located on the anterior aspect. Microscopic examination of the edges of one of the rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the origin of the white and brown material found on the device. The device history record ( DHR) of lot number 195796 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/26/2018, mentor became aware that some information was accidentally omitted from the initial report. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 475cc gel catalog #3544475 lot #7409484 sn #(B)(4) and mentor memorygel breast implant 450cc gel catalog #3544450 lot #7455312 sn #(B)(4). Additionally, it was mistakenly stated that this report addresses the patient's right-side device. It addresses the left side device. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).